Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited premature battery depletion. It was noted that the interrogation report showed elective replacement indicator (eri) earlier than expected. Interrogation report from the previous 6 months ago showed the remaining battery longevity for 2.1 years. The device was explanted and replaced. There were no patient consequences.